Event description:
It was reported that during an unknown procedure, the stapler is damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what part of the stapler was damaged (closing trigger, firing trigger, cartridge)? F/u response: the closing trigger lock and could not open the jaw. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You reported that the jaw could not be opened. Was the device locked on tissue? If the device was locked on tissue did the jaw eventually open? If the jaw did not eventually open how was the device removed from the tissue?

Manufacturer narrative:
(B)(4). Additional information: closure trigger. The analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.